Event description:
Unable to deploy the stent graft and difficult to remove the delivery system: it was difficult to release the stent graft in the "3" position. The assistant physician pushed the delivery system forward and slightly rotated the delivery system with the apex holder knob being pulled, and then, the stent graft was able to be released and deployed. In addition, just before the delivery system was removed from the patient, it was difficult to remove the delivery system due to extremely high resistance. The delivery system was managed to be removed by changing the direction in which the delivery system was pulled. The stent graft was implanted, and the procedure was successfully completed. The following is the report according to the time of a video, which will be sent via a file sharing service. [05:41] the stent graft could not be released in the "3" position. [05:55] the entire delivery system was pushed into with the apex holder knob being pulled by the assistant physician. [06:00] pushing the delivery system in caused the proximal part of the stent graft to move about 1 stent to the proximal side. [06:10] pulling the delivery system caused the proximal part of the stent graft to move to the distal side. [07:28] the stent graft was able to be released by pulling the delivery system. [08:50] the delivery system became stuck and could not be removed from the patient. [Not shown] the delivery system was able to be removed from the patient. After removing the delivery system from the patient, the delivery system was suspected to be defective and was washed with saline. While the wire lumen was being washed, a green object came out from the tip of the delivery system tip and was collected. According to dr. Saito, the coating on the wire might have been scraped off. Operation type: tevar ancillary device used: egoist ultimate guidewire (medico's hirata) no blood loss (tc#bm (B)(4)) patient outcome - "no health damage to the patient."

Event description:
Unable to deploy the stent graft and difficult to remove the delivery system: it was difficult to release the stent graft in the "3" position. The assistant physician pushed the delivery system forward and slightly rotated the delivery system with the apex holder knob being pulled, and then, the stent graft was able to be released and deployed. In addition, just before the delivery system was removed from the patient, it was difficult to remove the delivery system due to extremely high resistance. The delivery system was managed to be removed by changing the direction in which the delivery system was pulled. The stent graft was implanted, and the procedure was successfully completed. The following is the report according to the time of a video, which will be sent via a file sharing service. [05:41] the stent graft could not be released in the "3" position. [05:55] the entire delivery system was pushed into with the apex holder knob being pulled by the assistant physician. [06:00] pushing the delivery system in caused the proximal part of the stent graft to move about 1 stent to the proximal side. [06:10] pulling the delivery system caused the proximal part of the stent graft to move to the distal side. [07:28] the stent graft was able to be released by pulling the delivery system. [08:50] the delivery system became stuck and could not be removed from the patient. [Not shown] the delivery system was able to be removed from the patient. After removing the delivery system from the patient, the delivery system was suspected to be defective and was washed with saline. While the wire lumen was being washed, a green object came out from the tip of the delivery system tip and was collected. According to dr. (B)(6) the coating on the wire might have been scraped off. Operation type: tevar. Ancillary device used: egoist ultimate guidewire (medico's hirata). No blood loss. (B)(4). Patient outcome: "no health damage to the patient."